Event description:
Note: this is #2 of 6 related complaints(6 reported lot numbers). Facility reports that upon removing arterial blood line from package, it was noticed that there was a "kinking" of tubing entering the drip chamber. The two complaint bloodlines were not used and saved for product evaluation.